Event description:
A trilogy ventilator was returned to the manufacturer for service with the allegation that the liquid crystal display (lcd) was not working. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was found to not be working. The lcd and printed circuit assembly need replaced to address the issue; however, no repairs will be performed as the device will be scrapped.